Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  Manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure and suffered cardiac tamponade requiring pericardiocentesis. During transseptal phase cardiac tamponade was confirmed. Pericardiocentesis was performed to drain out the fluid from the pericardium. Extended hospitalization (4 days) was required as a result of the event. The patient was discharged from the hospital fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it did not occur due to any biosense webster, inc. Product and it likely occurred during transseptal puncture when not using any biosense webster, inc. Equipment. No biosense webster, inc. Product issues were reported.